Event description:
It was reported that during a tumor debulking the blade splintered to the side instead of "firing" straight. Another device was used to complete the procedure. There was no pt injury. The pt was born in 1982. Two photographs were sent showing the blade of the device protruding laterally from the closed jaws of the device.

Manufacturer narrative:
Final device investigation found that the device was returned with the blade jammed in an extended position and laterally protruding from the jaws. Upon evaluation, the handle was not able to release the jaw and the blade trigger was inoperable. The jaws would not fully open. Electrical testing could not be performed due to the condition of the returned device. The device history record was reviewed, and no discrepancies were noted.